Event description:
A report was received that the patient had to frequently charge her ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended. No further course of action will be taken.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint was verified. The device exhibited excessive sleep current. The responsible component could not be determined since both analog and digital integrated circuits were covered by epoxy resin.

Manufacturer narrative:
Additional information was received that the patient had ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient had to frequently charge her ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended. No further course of action will be taken.

Event description:
A report was received that the patient had to frequently charge her ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended. No further course of action will be taken.

Event description:
A report was received that the patient had to frequently charge her ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended. No further course of action will be taken.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.